Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml gablofen baclofen at a dose of 569.6 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was empty of medication due to repeated missed dates of clinic refill appointments. The patient appeared spastic pre-op. The infusion rate was restarted at 485 mcg/day flex post-op. The pump was replaced due to expected end of life (eol). When the existing catheter was disconnected from the explanted pump, spontaneous retrograde flow of cerebrospinal fluid (csf) was observed. The issue was resolved and the patient's status was "alive- no injury" and no further complications were expected or anticipated. The pump was to be returned to the manufacturer for analysis. The patient's medical history included: cardiomyopathy, cellulitis of finger, choreoathetosis, cerebral palsy, developmental delay, deaf/non-speaking, dysphagia, essential hypertension, pneumonia, premature birth, psoriasis, seizure, sleep apnea, vns placement, closed fracture carpal bone, vitamin d deficiency, and wheelchair bound. Allergies included: clindamycin, morphine, and aspirin. The patient's concomitant medications included: baclofen prn, zyrtec, lasix, klor-con, vitamin d, protopic ointment, bactroban ointment, vibramycin, soriatane, zyprexa, miralax powder, zoloft, thick-it powder, desyrel, calcium + d3 tablets, vimpat, depakote capsule sprinkle, culturelle, ibuprofen prn.